Manufacturer narrative:
It was reported that during procedure the tip of the dilator was damaged during procedure. Also reported that the patient had tortuous anatomy. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the findings, the issue appears to be related to a potential product quality issue; therefore, exception issue 130010 was initiated to further investigate this complaint. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing with contributing causes of pebax material absorbing moisture and without sufficient drying steps prior to extrusion/shaping via heat, where the moisture could off gas and cause material voids, leading to structural weaknesses, leading to the potential for tearing during use when sufficient force is applied.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet occluder was selected for implant using a 14f amplatzer amulet delivery sheath. It was noted during procedure that the delivery sheath became damaged by a non-abbott guidewire when inserting it into a the patient's groin. The dilator tip of the delivery sheath split. The decision was made to replace the 14f amplatzer amulet delivery sheath with a 12f amplatzer amulet delivery sheath, but the same issue occurred with a split dilator tip from damage caused by the non-abbott guidewire. It's also noted that the patient had tortuous anatomy. The decision was made to replace the 12f amplatzer amulet delivery sheath with another one of the same size to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was discharged at the time of report.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.